Event description:
A falsely elevated troponin I result of 1.28 ng/ml was obtained on a pt sample. The result was not reported to the physician. The original sample was retested on an alternate analyzer and a result of <0.04 ng/ml was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was the r2 probe needed to be replaced.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was the r2 probes needed to be replaced. A dade behring field service rep was dispatched to the account and corrected the malfunction. The instrument is operating within specifications.